Manufacturer narrative:
Event began while the patient was in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that their tremors were worse when they woke up a morning when they were down in (B)(6). The patient didn't think about their deep brain stimulation (dbs) device until they got home four days later and checked device. The tremors were bad, but had calmed down. The sudden tremors were worse than when stimulation was working, but not as bad as they were 6-7 days ago. When the implantable neurostimulator (ins) was checked, and end of service (eos) message was displayed. The patient had asked about the ins battery lasting 5 years, but there was no allegation or dissatisfaction with the ins longevity. The patient had contacted their health care provider (hcp) two days ago, but they directed the patient to contact the manufacturer. The patient was going to contact their hcp again to notify them of the eos message and scheduled a replacement surgery. No further complications anticipated. The patient¿s indication for use is movement disorders. (B)(6) 2017 patltr (con, for): additional information received from a consumer reported they had a surgery to replace the implantable neurostimulator (ins) on (B)(6) 2017. Additional information was received from the patient. It was reported the patient¿s ins did not work. The ins was allegedly supposed to last 5 years, but it only lasted a couple of months. It was noted it could have been because of the energy it took to maintain their tremors.